Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge above one joule. Complainant indicated that there was no pt involvememt in the reported malfunction.